Event description:
A surgeon reported that an intraocular lens (iol) was noticed to have rotated off axis by 30 degrees clockwise on the first day after the iol was implanted. The surgeon repositioned the iol and it rotated off axis by 30 degrees again but counter clockwise on the first day after the iol was repositioned. Additional information has been requested.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).